Manufacturer narrative:
B5 describe event or problem - correction h2 correction h6 component code - correction

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that during the night, the patient¿s cgm device stopped providing cgm values which then affected her insulin pump¿s delivery. The patient was using a tandem mobi insulin pump in a closed loop mode. The patient could not recall her last cgm value prior to going to sleep. The patient woke up on (B)(6) 2026 and realized that the cgm had stopped providing readings. By this time, the patient¿s bg meter reading was 500 mg/dl. She was experiencing confusion, disorientation, shakiness, dizziness, and she vomited 25 times in 30 minutes. She also had a headache, increased thirst, increased urination, and blurry vision. The patient stated she was in and out of consciousness, ¿almost died¿, and that her body was ¿actively shutting down¿. The patient¿s parent took her to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 482 mg/dl. The patient was diagnosed with dka and treated with an IV insulin drip and IV fluids. The patient was discharged on (B)(6) 2026. The patient was still recovering at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred occasionally between 01/21/2026 and 01/22/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that during the night, the patient¿s cgm device stopped providing cgm values which then affected her insulin pump¿s delivery. The patient was using a tandem mobi insulin pump in a closed loop mode. The patient could not recall her last cgm value prior to going to sleep. The patient woke up on (B)(6) 2026 and realized that the cgm had stopped providing readings. By this time, the patient¿s bg meter reading was 500 mg/dl. She was experiencing confusion, disorientation, shakiness, dizziness, and she vomited 25 times in 30 minutes. She also had a headache, increased thirst, increased urination, and blurry vision. The patient stated she was in and out of consciousness, ¿almost died¿, and that her body was ¿actively shutting down¿. The patient¿s parent took her to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 482 mg/dl. The patient was diagnosed with dka and treated with an IV insulin drip and IV fluids. The patient was discharged on(B)(6) 2026. The patient was still recovering at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/21/2026, it was reported that during the night, the patient¿s cgm device stopped providing cgm values which then affected her insulin pump¿s delivery. The patient was using a tandem mobi insulin pump in a closed loop mode. The patient could not recall her last cgm value prior to going to sleep. The patient woke up on (B)(6) 2026 and realized that the cgm had stopped providing readings. By this time, the patient¿s bg meter reading was 500 mg/dl. She was experiencing confusion, disorientation, shakiness, dizziness, and she vomited 25 times in 30 minutes. She also had a headache, increased thirst, increased urination, and blurry vision. The patient stated she was in and out of consciousness, ¿almost died¿, and that her body was ¿actively shutting down¿. The patient¿s parent took her to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 482 mg/dl. The patient was diagnosed with dka and treated with an IV insulin drip and IV fluids. The patient was discharged on 01/25/2026. The patient was still recovering at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.